Event description:
It was reported that the pt received the lap band in 2008. Three months post op, the pt went to the primary care physician with pain in the right lower quadrant. A CT scan was performed and the tubing was found to be disconnected from the port. The re-operation was performed. The port was still in place and the silver locking connector was still locked onto the port. The port was removed and replaced with a new one. The tubing protection sleeve had become disconnected from the locking connector and was free floating from the tubing. The tubing was found in a lower half of the body. The pt is okay.

Manufacturer narrative:
Date sent: 8/13/2008. Info anticipated, but unavailable at this time.